Event description:
It was reported that during an implant procedure the absorbable envelope came apart at the distal end when the physician placed the device inside. It was reported that the envelope was not sealed together sufficiently. Another envelope was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.